Event description:
New information on (B)(6) 2015 notes the patient came in during a routine follow-up on (B)(6) 2015 with the lead exhibiting high thresholds, low sensing and noise. The device was reprogrammed and remained implanted. There were no complication to the patient.

Event description:
It was reported that the lead exhibited increased thresholds. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.